Event description:
The surgeon reported observing iris lesions in the operative eye during a phacoemulsification procedure. The doctor stated that he did not see this effect with the non ellips fx handpiece. In addition the doctor indicated that this occurrence is seen in pts with smaller pupils and flat anterior chamber depth. It is believed that the phaco tip and sleeve is coming in contact with the iris. The surgeon noted a long iris lesion was removed with forceps at the end of the surgery to avoid incarceration into the phaco tunnel. Pt may have permanent damage to the iris. No severe problem yet, longer follow-up is needed.

Manufacturer narrative:
Customer has 8 ellips fx phaco handpieces; however, it is not known which handpiece was involved with the event. The handpiece was involved with the event. (B)(4). These handpieces have been returned to the manufacturer for evaluation. (B)(4): iris lesion.